Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user experienced a hypoglycemic event following a period of high blood glucose (bg). Bg dropped to 20 mg/dl, and the user was found seizing and unconscious by a contact, who called an ambulance. The user was transported to the ER, treated with a dextrose shot, and released the same day.